Manufacturer narrative:
This report is filed april 9, 2014.

Manufacturer narrative:
(B)(4). Device currently unavailable.

Event description:
Per the clinic, the patient experienced a performance decrement with device use and the device was explanted (B)(6) 2013; the patient was reimplanted with a new device during the same surgery. The device has not been made available for analysis as of the date of this report, (B)(4) 2013.